Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The loading units were both received with a full complement of staples. The knife assemblies were disengaged. The pusher thumb pieces were intact. Functional testing was precluded due to the observed damage of the units. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of high anterior resection of the rectum, the surgeon tried to fire the device, however could not at all. Replaced by new cartridge, however the same event occurred. Replaced by a different type of reload and the firing was completed. There was no patient injury.